Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-nov-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During internal review on 5-feb-2025, it was identified the incorrect imdrf code was submitted. Section h6. Medical device problem code has been updated with the correct coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings. The device evaluation initially reported that the hemostatic valve leak issue reported by the customer was confirmed. The corrected investigation on (B)(6) 2025 was updated to reflect, ¿the hemostatic valve leak and air flows back issue reported by the customer were confirmed.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with a vizigo. The vizigo sheath had a leak in the housing valve/hub. The physician covered the valve with his thumb and tried drawing blood with a syringe but got air. They replaced the sheath and the issue resolved. The procedure was continued. No patient consequence reported. Additional information was received. The hemostatic valve did not dislodge inside the hub nor outside the hub. The brim cap / hub did not become detached from the sheath. Tair did not enter the patient¿s body. It did not require treatment. Blood return was observed. Unknown the volume of blood that was lost and no concern was expressed by the physician. The device evaluation was completed on 07-dec-2024. The product was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leak issue reported by the customer was confirmed. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a vizigo and a valve leak issue was observed. The vizigo sheath had a leak in the housing valve/hub. The physician covered the valve with his thumb and tried drawing blood with a syringe but got air. They replaced the sheath and the issue resolved. The procedure was continued. No patient consequence reported. Additional information was received. The hemostatic valve did not dislodge inside the hub nor outside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. It did not require treatment. Blood return was observed. Unknown the volume of blood that was lost and no concern was expressed by the physician.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).